Event description:
It was reported that during use of this drill in a wisdom tooth removal, the bur shattered in the patient's mouth. The pieces of bur were removed with suction, and there was no injury to the patient.

Manufacturer narrative:
Investigaton results: the handpiece was not received for investigation as the customer reported that the drill did not present a problem.